Manufacturer narrative:
The safari2 guidewire was not received at the time of this report; therefore no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors may have contributed to the event as reported. If there is any further relevant information received, a follow-up medwatch report will be submitted.

Event description:
After first attempt at valve deployment, the x-ray equipment went down, so the physician elected to remove the valve. However, when the physician attempted to remove the valve, it locked up on the safari2 guidewire in the descending aorta. The lotus edge and safari2 were removed from the patient together as one unit, the devices were not able to be separated outside of the patient. The physicians attempted to use a portable c-arm to complete the procedure with a second lotus edge valve, but the imaging was substandard and the procedure was then aborted. The patient is home now but is expected to be brought back in 4-6 weeks to attempt a valve implant again.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one each safari2 275cm x sml crv; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a ductile, tensile overload fracture of the core wire 0.05cm from the proximal aspect of the distal tip weld mass with 29.5cm of coil wire stretched off of the core wire distally, exposing approximately 23cm of the core wire. The coil wire presented offset coil wraps over the distal 1.5cm. The specimen also presented bend/kink damage located 162.1 to 161.3 and 166.2 to 166.7cm from the distal apex of the formed curve, with lesser bends scattered over the length of the specimen. The bend/kink damage regions also presented offset/overlapping coil wraps at the apex of the bend/kink damage with ptfe coating damage in these regions as well. Based on the supplied images by the distributor, it appears that the tensile overload of the core wire occurred during there attempt to separate the safari from the lotus edge device. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. If any further relevant information is received, a follow up medwatch report will be submitted.